Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number t40301, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the bag broke during extraction of the pouch. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.